Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The handpiece was sent along with the fms vue pump-shaver box with an alleged malfunction that an error code of fc02 was displayed during operation. It was found that the error code fc02 occurs on fms vue ii display when shaver is connected. There was a short circuit in the motor cable and the cable was found to be defective. The hand piece cable was also found to be disconnected. The motor cable was replaced and the device was cleaned, tested and found to be fully functional. The short circuit in the motor cable would have caused the hand piece to not function as intended by the customer, this is the root cause for the error displayed on the fms vue ii display. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the error message of fc02 was displayed and the fms vue pump-shaver box could not be operated during surgery. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no information of surgical delay and no harm to the patient. No further information was provided by the hospital.